Event description:
The reporter stated the surgeon detected resistance while advancing an aa4203tl silicone plate toric lens and the lens suddenly ejected and tore the posterior capsule. The lens was removed without enlarging the incision and an anterior vitrectomy was performed. Another model lens was implanted and sutures were not needed to close the wound.

Manufacturer narrative:
H3. The product pertaining to this complaint was not returned for evaluation, however, the lens was returned and evaluated. There was evidence of a clear surgical residue, however, there was no visible damage to the lens. Both sides of the optic and haptics were checked for sharp/rough edges. Edges were found to be acceptable.